Event description:
It was reported that the patient underwent a posterior cervical spinal surgical procedure at o- c2 to treat atlantoaxial subluxation. It was reported that during surgery, the left screw insertion at c2 level was completed without any problems. The surgeon experienced difficulty during drilling through the guide wire for the right screw at c2. The physician continued the drilling with a changing of direction slightly but the guide wire broke at the drill tip. At the time of the breakage, the positions of the tips of the guide wire and drill were anterior of the arch of atlas and posterior of the wall of vertebral body. The broken fragment of the guide wire was still in c1-c2 but retrieved with a surgical airtome and forceps. The right screw insertion was completed without a guide wire. It was decided to only fixate at c1-c2 following the trouble with the guidewire. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual review identified approximately ~34mm of the proximal tip broken off and not returned for analysis. Optical inspection of the shaft identified axial galling in multiple locations near the fracture surface, consistent with off-axis trajectory while under power. Helical fracture surface morphology suggests torsional overload. Dimensional inspection confirms shaft diameter conforms to print specification. The above observations are consistent with torsional overload of the instrument.